Event description:
One endeavor rx drug-eluting stent was deployed to the 1st obtuse marginal during the index procedure. There was a suspected mi during the index or re-pci procedure, categorized as a non-q wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. Post-procedure residual stenosis was 0% with timi 3 flow. Pt was discharged two days after the index procedure on aspirin and clopidogrel dosing. Pt was asymptomatic at 30 days, 6 months and 1 year follow-ups. Approximately 16 months after the index procedure, a spontaneous epistaxis bleed is reported to have occurred. In the investigators opinion, the bleeding was not related to the study stent or procedure. Pt was asymptomatic at 1.5 year and 2 years follow-ups. The investigator has not assessed the relationship of the suspected mi to the study stents, study drug or study procedure.

Manufacturer narrative:
(B)(4). Eval, results: myocardial infarction.

Event description:
Approximately 62 months post the index procedure, the patient expired due to lung disease, non-cardiac death. The investigator has assessed that the event was not related to the study stent.